Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities and no signs of clinical usage with the tool. There were no non conformities and some evidence of blood on the cannula. To further investigate, a main seal leak test was performed on the cannula using a reference 7 mm endoscope and a cannula plug. The device passed the leak test per requirements in the product specifications. In addition, a flow test was performed on the device and it passed the flow test per requirements, and as compared to a standard reference cannula. The handle was opened up and there were no visual nonconformities observed with the main seal or the distal insufflation tubing. Based upon the findings above, the reported complaint for "distal insufflation stopped" could not be confirmed. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the insufflation wasn't working. It was working on the btt but not working on the vh-4000 hemopro 2 housing. The insufflation worked in the beginning but then stopped working. They opened a new kit, but the insufflation stopped working again. The bridging technique was used to complete the procedure. There were no patient effects. The product was returned.